Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump, and the display on the touchscreen became "very dim". Reportedly, there were 3 horizontal lines across the screen. It was reported that the touch screen still responded to presses. The customer's blood glucose level was 131 mg/dl. It was reported that the customer will continue using the pump for diabetes management.